Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation is confirmed based on the customer-provided photo, which shows that the handle broken. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging against the device during use.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-3610ct straight fibertak handle broke. This occurred during a superior labral repair on (B)(6) 2022 while using the reusable straight guide they opened up a brand new 1.8 drill and began drilling for the 1.8 knotless fibertak. When on the 2nd cycle of the drill, the drill got stuck and could not be removed from the guide. They tried intraoperatively to remove the drill but seemed to have been cold welded to the guide somehow. They tried multiple methods in spd to remove which resulted in the broken handle. Additional information requested.